Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and undersensing on a stored episode. An alert was triggered due to non-sustained episodes and short v-v intervals. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.